Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 09-nov-2022. Customer returned 12 used 31 gauge, 5mm pen needles. No teardrop labels were returned for lot confirmation. All of the returned pen needles were bent at their base. This may happen with forces placed across the length of the needle cannula during use. None of the returned pen needles were found to have a broken cannula. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the samples received, embecta was able to confirm the customer¿s indicated failure of pen needle cannulas bending. The most likely root cause of the patient end of the pen needle cannulas bending is force placed across the length of the cannula during use. H3 other text : see h10.

Event description:
It was reported that the bd ultra-fine¿ mini pen needle experienced the cannula breaking off. The following information was provided by the initial reporter: consumer stated sometimes the patient end breaks off but no injury to report.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra-fine¿ mini pen needle experienced the cannula breaking off. The following information was provided by the initial reporter: consumer stated sometimes the patient end breaks off but no injury to report.